Event description:
The pt called lifescan and alleged that their meter was powering off during use. The pt stated that the last time they tested on their meter was early morning on the day of calling lfs. They were feeling dizzy and experiencing frequent urination. Because they were unable to test on their own device, they tested on their family member meter and obtained a result of 169 mg/dl. They contacted their physician for advice and they were given verbal advice over the phone. No othe treatment was reported. The battery in the meter was correctly installed, in good condition, and was less than a year old. The battery contacts were in good condition. A replacement meter and testing supplies are being sent.